Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction; g6: type of report - updated/follow-up; h2: type of follow up: correction; h10: corrected data; concomitant medical products:correction.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm on (b)(60 2024. On (B)(6) 2024, the patient experienced a skin reaction with inflammation, abscess and infection, at the needle puncture site. The reporter stated the patient went to the emergency room because of the abscess and that they needed surgery. The reporter also stated that the patient developed and allergy for polyacrylate, even though no specific testing done for this was mentioned. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).